Manufacturer narrative:
The lead was capped and surgically abandoned. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular pacing lead had fractured. No adverse patient effects were reported.